Event description:
The valve spv was implanted in (B)(6) 2023 and adjusted at 150 mmh2o. On (B)(6) 2025, the patient was admitted to emergency with headaches. The valve was adjusted at 200 mmh2o and the doctor readjusted the valve to 150 mmh2o. On (B)(6) 2025, the patient returned to hospital as his state of health had not improved. The valve was explanted and replaced with the spv 300 and adjusted to 150 mmh2o. Following valve replacement, the patient's health condition improved.

Manufacturer narrative:
Our quality department conducted various analyses on the returned device : visual inspection : the valve was returned quite clean, immersed in sterile water. The valve was set to position p5. Organic residues were observed inside the valve chamber and on the spring. Pressure testing : the valve was not compliant; an increase was observed for all pressure values between the values after production release and the values after return. However, all pressure values were compliant (including in tolerance range) except for the pressure p5, which was at 245 mmh2o, exceeding the maximum of 215 mmh2o. Programming testing : the valve was compliant. The batch file has been reviewed and the valve complies with the expected specifications when release from production. All pressure values increased compared to when the valve was released from production, and only one pressure position (p5) was not compliant. However, this non-conformity does not explain the deprogramming issue observed (the valve shifting from 150 to 200 mmh2o). There are no x-ray images to confirm the pressure reading, and the programming test is compliant. Regarding the lack of improvement in the patient's health after readjusting to 150 mmh2o, according to the visual inspection one of the hypotheses may be the passage of organic residues through the ball-in-cone mechanism, which could cause a decalibration of the spring and an increase in all pressure values. In conclusion, the root cause cannot be identified because the incident which is the deprogramming of the valve, cannot be explained after product analysis. Follow up : this report is being resubmitted because the previous report sent on 04/25/2025 (increment 00024) was not accepted.

Event description:
The valve spv was implanted in (B)(6) 2023 and adjusted at 150 mmh2o. On (B)(6) 2025, the patient was admitted to emergency with headaches. The valve was adjusted at 200 mmh2o and the doctor readjusted the valve to 150 mmh2o. On (B)(6) 2025, the patient returned to hospital as his state of health had not improved. The valve was explanted and replaced with the spv 300 and adjusted to 150 mmh2o. Following valve replacement, the patient's health condition improved.